Event description:
It was reported that the large volume pump alarmed "channel error". The clinician called for a new channel. The new large volume pump continuously alarmed "patient side occluded". The line was checked, and the tubing was also not clamped off. The clinician then called for a new brain, large volume pump and a syringe module. After set up, the new large volume pump continuously alarmed for "air-in-line" despite no air in the tubing. The clinician called for a new large volume pump which finally worked. There was patient involvement but no harm. Although requested, additional information was not provided. Third-party service was unable to duplicate the results.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of the pump and syringe modules alarmed for ¿channel error¿, ¿patient side occluded¿ and ¿air in line¿ was confirmed through a review of the device logs, however the issues were not confirmed as the devices were not returned for testing. ¿ no suspect and concomitant devices were returned for this investigation; therefore, an inspection and testing could not be performed. ¿ the event date was reported as 30 november 2024; time was not reported. O review of the pcu error log showed one error; sensor_broken_low_failure, indicates failure in patient pressure sensor system. ¿ the pcu event log showed the device in use on (B)(6) 2024 attached to pump module s/n (B)(6), syringe module s/n (B)(6), syringe module s/n (B)(6), syringe module s/n (B)(6) and pump module s/n (B)(6). O the pump module s/n (B)(6) infused a total of 45.315 ml. The unit was removed at 5:42 pm. O the pump module s/n (B)(6) alarmed for patient side occluded seven (7) times in the reported day. The pump module infused a total of 0 ml. O the syringe module s/n (B)(6) infused a total of 2.7533 ml and channel off at 10:50 am. O the syringe module s/n (B)(6) alarmed for syringe empty occlusion and check syringe two (2) times. The syringe module infused a total of 1.6196 ml and channel off at 5:32 am. O the syringe module s/n (B)(6) infused a total of 8.1139 ml and channel off at 4:04 pm. At 5:29 pm the syringe module was programmed to infuse a rate = 0.5 ml/h and vtbi = 17.6397 ml. The syringe module infused a total of 9.0269 ml and channel off at 5:53 pm. ¿ the bd alaristm system with guard rail stm suite mx user manual (v12.1) notes that infusion modules contain sensors that directly measure conditions such as line pressure, force, or position, and express those measurements as voltages. Software periodically reads these voltages and processes them through filters that smooth out any occasional deviant readings in order to prevent false alarms. O monitoring alarms: monitoring alarms may be presilenced or silenced in response to a monitoring alarm condition. All monitoring alarms are silenced for 120 seconds (subsequent infusion alarms are not silenced during this period). Alarm indicators remain on and a monitoring alarm silence icon is displayed. Silence period can be ended by pressing cancel silence soft key (see appendix a - troubleshooting and maintenance: alarms and alerts for more information about the alarms). ¿ the alaristm system with guardrailstm suite mx user manual v12.1.2 notes that the pump module, syringe module, and pca module employ measurement systems to detect and alarm for conditions adverse to safe administration of fluid. These include measurements for free flow detection, occlusion detection, and air-in-line detection. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported that pump and syringe modules alarmed for ¿channel error¿, ¿patient side occluded¿ and ¿air in line¿ was not determined as no devices were returned for the investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump alarmed "channel error". The clinician called for a new channel. The new large volume pump continuously alarmed "patient side occluded". The line was checked, and the tubing was also not clamped off. The clinician then called for a new brain, large volume pump and a syringe module. After set up, the new large volume pump continuously alarmed for "air-in-line" despite no air in the tubing. The clinician called for a new large volume pump which finally worked. There was patient involvement but no harm. Although requested, additional information was not provided. Third-party servicer was unable to duplicate the results.